Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "mass" and "had fluid buildup."

Event description:
Patient reported a right side "mass" and "had fluid buildup on one side". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, g1, h6.

Event description:
Patient reported right side "mass" and "fluid buildup on one side." Patient representative later reported unknown side rupture. Device has been explanted. Patient representative also reported the patient is now deceased and cause of death is due to "cancer". Abbvie medical safety has determined that the events of "death due to cancer" and "cancer" are not device-related.